Event description:
It was reported that the tmj devices on either side were not used due to the stripping screws. The surgeon felt like the device did not fit correctly.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported event could be confirmed based on the imaging provided. The planned bilateral tmj implant surgery on (B)(6) 2025, was aborted due to stripped screws and poor fit of the fossa components. Investigation determined that the left fossa did not fit because portions of the condyle that should have been resected remained in place, preventing proper seating of the component. The right side showed no confirmed fit issue, though residual floating bone may have contributed. The root cause was identified as incomplete resection of the left condyle, and new implants were designed and manufactured. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.